Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported a year after the dental implant and abutment were placed in ada site 2, the implant lost osseointegration in type ii bone. No infection was reported. The implant was manually placed in an immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported a year after the dental implant and abutment were placed in ada site 2, the implant lost osseointegration in type ii bone. No infection was reported. The implant was manually placed in an immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.